Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The pt's counsel reported that diagnostic testing in (B)(6) 2013 revealed loosening around the femoral and tibial components, however; this cannot be confirmed without operative notes, radiographs, bone scans, or other documentation to support the claim. Based on the available information, a definitive root cause cannot be ascertained at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.